Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-13588. It was reported the patient lost effective coverage due to both the leads had migrated. The patient underwent surgical intervention where the leads were explanted addressing the issue.